Event description:
The customer contact reported the pt rec'd more medication than intended. On (B)(6) 2011 at 1800, line a was programmed to deliver normal saline. An unspecified line was programmed to deliver an unspecified concentration of doxorubicin and vincristine, for a duration of 24 hrs and the delivery was started. No specific programming parameters were provided. On (B)(6) 2011 at 1500, the customer contact reported the delivery was complete instead of at 1800 as expected. The device remained in clinical service to deliver the normal saline. The doxorubicin and vincristine therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the rptr upon query by hospira.